Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the male nurse of the hospital, that a distal missdrilling as well as with the femoral head screw hole occurred.

Manufacturer narrative:
The target device returned is regarded as primary product. No associated products were reported. Appearance of item and inspection records identified the target device returned being of new design version. Deviations in the inspection documents were not found. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed function was given in full on the device at the stage of delivery. The item returned was documented as faultless prior to distribution and as it had been in use for a longer time (at least 4 years) we pre-suppose that this target device had fulfilled its tasks in former surgeries as intended. The returned target device passed the pre-operative function test as intended. Neither a distal mistargeting nor a proximal mistargeting could be confirmed. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Reasons for misaligned drilling are various. Potential miss-targeting can also be caused but is not limited by e.g. - loosening of the nail holding bolt during insertion of the nail - repeated tightening of the nail holding screw prior to distal targeting / drilling is recommended - not realized unintended loosening of the attachment knob (will lead to release of the drill sleeve) - no use of drill with centre tip / unfavourable bone contour - drilling without drill guiding sleeve - using blunt or damaged drill - high forces applied to the target device during drilling eventually leading to unintended distortion in the system of drill, sleeve, target device and nail. The usage of the ¿new¿ drill guide sleeve 1320-0215 (improved drill guiding feature) instead of 1806-0215 may ease the distal locking procedure. Regarding mis-drilling the operative technique has already been modified by ecn 6496/08. There has been no proven mistargeting in former investigations with this new design version of the target device. Although a real root cause could not be determined the alleged event is most likely caused due to a suboptimal assembling procedure at user site. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the alleged issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by the male nurse of the hospital, that a distal missdrilling as well as with the femoral head screw hole occurrred.